Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred when attempting to load a cartridge with 250 units of insulin. The customer's blood glucose level was in the 300's (mg/dl). A new cartridge was loaded successfully.